Event description:
On 10/10/2025, a sales representative reported via (B)(4) that a 1268-100 radiolucent targeting arm, 130 degree troch nail, experienced an issue. The es screw trajectory was inaccurate, causing the screw to bind within the nail. The screw cross-threaded, and the surgeon was unable to fully advance it through the nail. As a result, the es screw remained prominent on the lateral cortex of the femur. The case was completed successfully and no piece broke off in the patient. This was identified during a trochanteric nail procedure on (B)(6) 2025, with no reported patient harm. Additional information was provided on 10/17/2025: the product used with the nail was ar-9094es-11-3930l es trochanteric nail, left. The issue occurred during insertion of the es screw. The surgical team had to manipulate and wiggle the jig in order to insert the screw. The same original part numbers were used to complete the case. This resulted in a five-minute delay and an additional five minutes of anesthesia administration. No photos were taken for documentation, and no adverse effects were reported.

Manufacturer narrative:
The complaint device was not received for evaluation. Based on the information provided, including the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure was user error, specifically misalignment during screw insertion and/or improper implant positioning. The complaint allegation was not confirmed. No evidence of that failure was received.